Manufacturer narrative:
H4; d5 information unavailable. Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "malformed staples" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a video assisted thoracoscopic surgery. It was reported by the rep. On the first firing two or three staples malformed. On the second firing 1.5cm from the tip of cartridge, staples malformed and bleeding was observed. The case was completed with another stapler. There was no consequence to the pt.